Event description:
It was reported that this single chamber implantable cardioverter defibrillator (ICD) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what could be an atrial driven rhythm. Technical services (ts) was consulted and noted irregular morphology, and therapy did not convert the rhythm. The observations were discussed with the physician. No additional adverse patient effects were reported. This device remains in service.